Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer reflected a "low battery, stim off" message. As such, the patient was unable to establish communication between his ipg and external devices. The patient has been without stimulation for 6 months. A company representative met with the patient and confirmed the devices was inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy resumed following the procedure.